Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2015, the patient's receiver quit working and displayed an error message. No additional patient or event information is available.